Manufacturer narrative:
The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No crack was noted on the display window.

Event description:
It was reported that the insulin pump had cracks in the reservoir window and display screen. The caller declined to provide the blood glucose reading. No further details were given. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.